Event description:
My doctor placed essure (B)(6) 2012. I went three months later and had test to conclude blockage. I immediately had unexplained weight gain, rashes, hair loss, pain, bloating. A year later had severe non stop pain, debilitating chronic fatigue and pain on a daily basis. (B)(6) of 2013 I was electrocuted and the essure coils kept the current inside of me instead of it leaving. I was in the hospital for several days recovering from burns. I had continued pain. I was diagnosed at (B)(6) with fibromyalgia and chronic fatigue syndrome. Twenty two emergency room visits later a doctor listened to me. I had a bilateral salpingectomy to remove tubes and coils. Left coil intact in fallopian tube, right side had perforation. Also my tubes were necrotic and black from the allergic reaction to the nickel. I recovered from that emergency surgery to have a second two months later. Hysterectomy by emergency surgery to remove an over sized uterus. Pathology report stated adenomyosis and necrosis of uterus. I just had an appendectomy ruled suspicious bc my appendix was hugely enlarged but no infection? My doctor seems to believe it was caused by stray pet fibers from the essure devices. All surgeries were emergency... No time to prepare and I almost lost life on the operating table during my second surgery. I was admitted for 16 days due to complications and side effects of essure.